Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. The customer¿s blood glucose (bg) level was ¿high¿, per bg meter reading, and moderate ketones were present. The customer required assistance to address bg and received a manual injection from their mother. Reportedly, customer reverted to manual injections for insulin therapy.